Manufacturer narrative:
The serial number has not been provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube was broken. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the endoscope reprocessor used with the connecting tube in this event. Patient identifiers: (B)(6), (B)(6) and (B)(6) capture the complaints on the additional broken connectors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned. Based on the results of the investigation, it¿s likely that external stress was applied to lock lever of connecting tube, which broke the lever, and the tube was unable to be connected. It's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿ preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.